Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being in the hospital for high blood glucose. Troubleshooting was performed. The customer stated that he woke in the morning with high blood glucose of over 600mg/dl. The customer went into convulsions and he also had nausea as well. The customer stated that while in hospital, he was given medicine for an infection but the doctor thought the infection did not cause his high blood glucose. No further information was provided.